Event description:
It was reported that the chana offset reamer had this issue with the attachment to the hudson attachment.

Manufacturer narrative:
Product complaint (B)(4) d4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received: "sri instrument: apau0199 lot enz000017. Chana offset reamer had this issue with the attachment to the hudson attachment". The product was returned to depuy synthes sri team and the issue could be confirmed. Additionally, photos were provided for review, see attachment ((B)(4) main source data). Visual inspection modular acetabular reamer had wear and tear patterns on the cutter surface. These types of conditions are consistent with normal use and age of the instrument. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed since it was not applicable to the complaint condition. However, based on the damage observed, it is reasonable to confirm the unable to assemble allegation. Potential cause can be traced to a component failure as condition may happened as a consequence of the observed damage. The overall complaint was confirmed as the observed condition of the modular acetabular reamer would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d9. Corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: product code: apau0199. Product name: modular acetabular reamer. Product batch: recorded as enz000017, actual enz090817. Investigation summary: the instrument was returned for investigation, and the issue could be confirmed. The issue was consistent with previous complaints. The instrument was designed according to tv-sop-00911, with no deviations to manufacturing recorded. The instrument was first released in 2016, and this instrument was manufactured in 2017, with 2 instruments manufactured in this batch. 34 instruments have been released in total. Closure summary: no patient harm recorded. Based on the investigation, the need for corrective action is not indicated. Complaints on this code will continue to be locally reported to the appropriate depuy synthes franchise.